Manufacturer narrative:
It was further reported that that the transeptal puncture was completed with a non-boston scientific/baylis mechanical transseptal system, a versacross access solution device was not involved in the event.

Event description:
It was reported that a versacross access solution radio frequency wire was selected for use during a left atrium appendage closure, and a pericardial effusion was noted two minutes after transseptal and one minute after heparin application. Thus, a pericardiocentesis was performed, and protamine was applied along with a transfusion of blood products. The procedure was cancelled. The device is not expected to be returned for analysis as it was disposed of after the procedure. The patient status is currently unknown. The physician did not believe the wire was the cause of the effusion, however, the ultimate cause is unknown. It was further reported that that the transeptal puncture was completed with a non-boston scientific/baylis mechanical transseptal system, a versacross access solution device was not involved in the event. In regard to the transseptal, it has been added that it is not possible to estimate at what point in the tsp process the perforation has happened. Multiple attempts required to track up / drop down into position on septum before tsp was performed. The location of transseptal puncture was mid/mid. The patient was discharged, and it is well. Blood transfusion was confirmed. No other issues were noted.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross access solution steerable sheath was selected for use during a left atrium appendage closure, and a pericardial effusion was noted two minutes after transseptal and one minute after heparin application. Thus, a pericardiocentesis was performed, and protamine was applied along with a transfusion of blood products. The procedure was cancelled. The device is not expected to be returned for analysis as it was disposed of after the procedure. The patient status is currently unknown. The physician did not believe the sheath was the cause of the effusion, however, the ultimate cause is unknown.